Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that an presented to the hospital with oversensing and pacing inhibition. An x-ray confirmed the right ventricular (rv) lead had dislodged. Lead diagnostics were good except for high threshold measurements. The lead was repositioned, suture sleeve was tightened and the pacing impedance dropped to 200 ohms. The suture was removed and the impedance increased. The physician then made the decision to explant the lead. A replacement lead was implanted with good numbers and was inserted into the device header. Oversensing was observed due to air in the header. No adverse patient effects were reported.